Event description:
The tech alleged the cardio pulmonary resuscitation lever is getting stuck on the brake caster cover and the head up cannot function when this happens. No pt impact.

Manufacturer narrative:
The tech filed off a bit from the brake caster covers to resolve the issue.